Event description:
Hcp reported they expected a full, or near full, recovery from hemorrhage. Patient died from pulmonary embolism in 11/2005.

Event description:
Manufacturer representative reported patient died post lead implant from a stroke. Patient was implanted with leads two week prior to death. The day after the lead implant the pt was to radiology for CT scan. The scan showed a frontal bleed. The lead were explanted and the patient remained in the hospital for observation. After one week the patient was discharged home. The patient presented to the emergency room, after being discharged, vomiting. The patient was diagnosed with a pulmonary embolism and the pt died from a stroke. No anticoagulants could be used due to frontal bleed. It is unknown whether the leads were returned to the manufacturer for analysis.